Event description:
During verification testing at the manufacturing facility, the semi-rigid adapter separated from the inlet port of the filter of the tubing set.

Manufacturer narrative:
One used device was received on (B)(4) 2013 and evaluated. During testing, the semi-rigid adapter separated from the inlet port of the filter. The possible cause was due to the solvent dried prior to insertion of the semi-rigid adapter onto the inlet port of the filter. The catalog number provided is the international list number that was involved in the reported event, which is comparable to the domestic list number listed in the "other" field. The domestic list number has a common device name of 80frn and has a 510k of k982159. This report represents all the information known by the reporter upon query by hospira personnel.